Event description:
Customer states the use by date on the comfort curve test strip vial label is 06/30/2008; manufacturer's documentation confirmed the actual use by date to be 06/30/2007. No adverse event reported. Requested return of product, replacement sent.